Event description:
It was reported that the absolute pro was used to treat a lesion in the left superficial femoral artery described as a total occlusion. There was no reported resistance during sheath retraction or the turning of the thumbwheel prior to deployment of the stent. The stent jumped/foreshortened by 1 centimeter during deployment. Another stent was deployed to cover the target lesion. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, interaction with other devices, physician technique/handling, kinked shaft, and/or device positioning. To ensure this is not a result of a manufacturing deficiency, all absolute pro stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. It may be possible that anatomical conditions such as the lesion site which was described as totally occluded contributed to the inaccurate stent delivery; however, this could not be confirmed. A conclusive cause for the reported inaccurate delivery could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. There is no indication to suggest a product quality deficiency.